Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Device passed all operating currents tested within the specific range and passed off no power test. Device was monitored and tested with no low battery alert noted. Device passed the delivery accuracy test. Device received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose for about 6 months, with blood glucose in the 40 mg/dl range at the time of the incidents. The customer was at 188 mg/dl based on sensor readings at the time of the call. The customer used food to treat. The customer was wearing the insulin pump during the incident. The customer reported low battery issues where batteries last only a few days. The customer believes the pump over delivered. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.